Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found burn marks on the rear bottom housing due to external reasons. Black smoke was observed on the main pcb. It was noted that there was an anomalous ac power adapter.

Event description:
This report is to advise of an event observed during analysis.